Event description:
Reportedly, during pt use, it was found that the ventilator did not recognize the external battery. Medical intervention was required to prevent serious pt injury. There were no adverse pt effects reported.

Manufacturer narrative:
Though requested, additional pt info was not provided.